Event description:
A leveen electrode was being used along with an rf generator for a therapeutic ablation. It was reported that during a procedure, the needle's coating got damaged when inserted to a metal introducer.